Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfun ction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she had improvement for 2-3 days after implant then had a return of symptoms. The patient stated it was "more than leakage", it was like ¿niagara falls¿. Patient services reviewed programming considerations and stimulation expectations. The patient connected and confirmed she was set to program 7 at 2.3. The patient was redirected to follow up with healthcare provider (hcp) for the following reason: to discuss symptoms and programming. The patient additionally reported that the day after implant the "it blew up". The patient clarified that she was referring to the implant site becoming swollen. The patient stated she was given antibiotics right after surgery, but she went back to the hcp the day after implant and received stronger antibiotics. Patient services asked the patient if the issue resolved with the antibiotics and the patient replied that she also used ice packs. The patient mentioned that she was experiencing pain last night. No further complications were anticipated/reported.